Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event has been completed. Concomitant products: m2a mallory head radial alternate bearing shell p/n 10-104054 l/n 279260; m2a taper liner p/n 15-105004 l/n 915250; m2a mod head p/n 11-163669 l/n 661150; bi-metric pc p/n 162252 l/n 33840. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-00511 ¿ hd, 0001825034-2017-00512 - cup, 0001825034-2017-05229 ¿ liner. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure 14 years post-implantation due to elevated metal ion levels. The operative notes report the presence of a mass coming from the hip capsule and substantial debris is present. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was confirmed based on medical records. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.